Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of over 500 mg/dl, which was treated with manual injection. Customer's blood glucose also dropped to 45 mg/dl. The customer was advised to contact their doctor to discuss manual injection treatment. Customer was assisted with programming the pump and advised about settings.